Manufacturer narrative:
This is one of two device reports for this event. Follow-up is in progress to determine the date of death. If additional information is received, a supplemental medwatch report will be submitted.

Event description:
The plaintiff's attorney alleged that the patient experienced arrhythmia and cardiogenic shock; the patient subsequently expired. It was further alleged that the event occurred due to the administration of the product during dialysis treatment.